Event description:
The left deep brain stimulator pocket became infected. The patient was treated by antibiotics. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.